Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they could not have an magnetic resonance imaging (MRI) procedure because their right ventricular (rv) lead exhibited high output. The rv lead remains in use. No patient complications have been reported as a result of this event.